Event description:
The customer reported that an erroneous false high basophil and low neutrophil differential result was generated by the lh750 hematology analyzer. Instrument generated flags alerted the operator to review the sample results. Controls were run before the incident and recovered within assay limits. The result was reported out of the laboratory and the attending physician questioned the result. The sample was re-run and a result within expectations was obtained. A manual differential count was also performed that confirmed the re-run result. The amended result was reported. There was no death, injury or change to the patients' care related to this event.

Manufacturer narrative:
The system was not evaluated. The customer did not provide any raw data reports for review. The system was running within quality control specifications prior to the event. A review of the device labeling was conducted. Labeling notes that instrument generated flags alert the operator to further review the sample. No root cause or conclusion could be drawn. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.